Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the device's internal battery. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be a cell imbalance.